Manufacturer narrative:
The complaint investigation for false reactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Additionally, return sample testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that reagent lot 50141be00 performs as expected for this product. Trending review did not identify any trends. Device history record review did not identify any nonconformances or deviations associated with lot number 50141be00. In-house sensitivity testing was completed with lot number 50126be00 (lot 50126be00 contains identical bulk material to lot 50141be00). All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Return sample analysis: the returned specimen samples (ID (B)(6) and ID (B)(6)) were tested with retained architect anti-hcv material and obtained a non-reactive result comparable to yours. Additionally, supplemental testing with mikrogen recomline hcv igg was performed. The mikrogen recomline result was negative for both sample ids. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent for lot 50141be00 was identified.

Event description:
The customer observed a false nonreactive architect anti-hcv result for one patient. The patient was positive for hcv antibodies at another hospital in early september. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 0.26 s/co, repeat = 0.26 s/co, hcv rna = positive. (B)(6) 2023 initial result = 0.27 s/co. No impact to patient management was reported.

Event description:
The customer observed a false nonreactive architect anti-hcv result for one patient. The patient was positive for hcv antibodies at another hospital in early september. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 0.26 s/co, repeat = 0.26 s/co, hcv rna = positive. (B)(6) 2023 initial result = 0.27 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 has a similar product distributed in the us, list number 1l79.